Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733581, serial/lot #: unknown:- h2) please see the additional codes section for updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while performing a planned maintenance (pm), the manufacturer representative (rep) was unable to track any instruments in an optical section of the software. While in the cranial side, she was unable to track any instruments. The rep confirmed instruments were listed in the instruments task. In addition, all three lights on the camera were intermittently blinking. They alternated between power and status being on and power, status, and fault being illuminated. Technical services (ts) had the rep go into the network device interface (ndi) toolbox configuration and the system would not connect. It showed that it was failing to connect to the /dev/ttyusb0 connection. The rep did not have tools to continue troubleshooting. There was no patient present.

Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.